Event description:
Following a nurse refill, the patient reported severe nausea and vomiting for a 24 hour duration, and they had an episode of vaginal bleeding. They saw a doctor who felt patient had an allergic reaction to shell fish and sent the patient to the hospital. Patient received a refill one week later by a doctor and had no symptoms. The patient ¿stated sick following next fill¿ and did not report this to the clinic until the subsequent refill. A fellow did a refill with no symptoms (date not specified). At the next refill by the fellow, the patient had nausea and vomiting for 24 hours. The family requested another doctor for next the refill on (B)(6) 2014. This doctor stated that perhaps it was the medication which has been sent to lab for analysis. The fellow performed a refill on (B)(6) 2014 with nausea and vomiting for 24 hours. Now the patient was to have a pump replacement soon. The elective replacement indicator (eri) was currently at 8 months. A pump roller study was performed with no problems visualized. The patient¿s status was alive and without injury. The medication infused was morphine. It was later reported that the patient was receiving effective therapy. It was again noted that ¿the issue lasts 24 hours post fill.¿ the drug analysis was not complete and no cause was determined.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).